Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport system. The relay transport is not marketed in the us; however, it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (B)(4). The relay transport related event occurred in (B)(6).

Event description:
On (B)(6) 2018, (B)(6), (B)(6). The diameter of common femoral artery was 7.5mm according to preoperative ultrasound data. The feasibility of the approach was judged. During the operation, cook dilator was successfully pushed in, but the stent was not delivered and the operation was interrupted. During the operation, angiography showed that the upper femoral artery of the patient was only 3-4 mm, and the stent could not be transported. The stent was abandoned, forcing the stent to be scrapped." Patient outcome: "the patient gave up on the surgery."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport system. The relay transport is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay transport related event occurred in china. Attachment: [(initial report) follow-up evaluation.pdf].

Event description:
"On (B)(6), 2018, wdj, 60 years old. The diameter of common femoral artery was 7.5mm according to preoperative ultrasound data. The feasibility of the approach was judged. During the operation, cook dilator was successfully pushed in, but the stent was not delivered and the operation was interrupted. During the operation, angiography showed that the upper femoral artery of the patient was only 3-4 mm, and the stent could not be transported. The stent was abandoned, forcing the stent to be scrapped." Patient outcome: "the patient give up on the surgery."